Event description:
Fluorouracil 5000 mg elastomeric pump was connected to patient on [date redacted] in the afternoon. Patient stated the pump did not appear to deflate. The connections and clamps were in their appropriate configurations.